Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It has been reported the scope had a foggy lens. No harm or serious injury to patient, user.

Manufacturer narrative:
Result of investigation: during inspection of the returned optics, the reported issue "foggy" could be confirmed. The examination of the optics showed a chemically attacked / damaged soldered seam at the distal end, which also shows a leak due to the chemical damage. Furthermore, thermal damage with slight material melting can be seen at the distal end. Severe residue is visible in the rod lens system. The distal cover glass is clouded due to unknown residue and, together with the residue present in the system, affects the imaging. The damage detected is not due to a production/manufacturing error. It is concluded that the damage mentioned was most possibly caused by clinical use or clinical reprocessing. This event is filed under internal complaint ID (B)(4).